Manufacturer narrative:
The reported event of high impedance was confirmed. As received, the penta microscopic inspection identified multiple broken and detached wires in paddle. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced high impedances on the lead. To address the issue, the physician explanted the lead and replaced it with a new model, resolving the issue.